Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced six infusion sets tubing was leaking at the site on (B)(6) 2026 which led to hyperglycemia and got treated by correction bolus via pump. The infusion set was in use for one day.